Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose and the blood glucose was high as over 600 mg/dl. Customer¿s current blood glucose value was 193 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer experienced symptoms such as throwing up, blacked out at pne point. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.